Event description:
Following an interventional procedure in 2006, a vasoseal elite was deployed. Following the deployment procedure, as the pt was leaving the procedure room, the pt complained of a spasm in the right groin. The staff and physician checked the site and no bleeding was visible. No hematoma or oozing was noted. Approximately two hours later, the pt was taken for a CT and then an ultrasound to check on a possible bleed. The pt was then sent to the operating room and it was discovered that the pt had bled out into the abdomen. The physician that performed the catheterization procedure stated that the bleeding was in the front of the abdomen, as opposed to the back. The bleeding could not be stopped and the pt expired in the operating room. The hospital is not attributing the pt's death to the use of the vasoseal elite.